Event description:
A percutaneous endoscopic gastrostomy tube was being placed. While inserting the percutaneous endoscopic gastrostomy tube the device snaped. MDR unable to retrieve by forceps, endoscopy tube inserted to remove the tube through the esophagus.